Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump esc and back arrow buttons stopped working. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 400 mg/dl and treated with manual injection. Customer was hospitalized on (B)(6) 2017 with blood glucose of 506 mg/dl. The customer was treated with insulin with IV while in the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.